Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. A review of the event history log confirmed the "check clutch" error, but this alarm could not be duplicated during testing. An inspection of the pump found a broken position potentiometer tab. The inspection also found that the pump had been incorrectly assembled by the user facility, likely resulting in the breakage of the position potentiometer tab. The position potentiometer was replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.